Event description:
On 11/5/97, following a peripheral angiogram, an angio-seal device was placed in the right common femoral artery. Later that day the pt developed an ischemic limb. On 11/6/97, the pt was taken to surgery where the anchor of the angio-seal device was found to be inbedded in plaque on the posterior wall of the artery, thereby causing an occlusion. The device was removed, a vein patch was performed, and flow was restored. The pt had a pre-existing history of one functioning kidney. Post-operatively she developed kidney failure and an ischemic bowel. The pt had ventricular fibrillation, arrested and was resuscitated; her pupils were fixed and dilated, and she was placed on mechanical ventilation. On 11/9/97, the pt expired from hypovolemia (pt presumed to have intra-abdominal hemorrhage or ischemic bowel) and acute and chronic renal failure. The physician does not attribute the pt's expiration to the angio-seal device.